Event description:
The user is bilaterally implanted and has not been able to consistently use his right device since april 2019 due to a helicopter noise which subsequently causes him migraines. He also describes the sound as similar to running water and it is at the same volume to speech. This noise is present the minute be turns his processor on. He only hears these sounds when using his implant. The noise did not start after external replacement or mapping. He woke up one day and it was just there, only when using his ci, and has never gone away. There has been a deterioration of speech scores. The user has been re-implanted. This report refers to 9710014-2019-00703. For further information please refer to this report.